Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, customer did not eat a snack prior to going to bed and is a "brittle" diabetic. Customer consumed nuts and orange juice to address the low bg.